Event description:
It was reported that the patient had a lead issue and ongoing pain at the pocket site. The pain had been present since surgery. The impedance issue occurred after surgery. Electrodes 4 and 5 had impedances less than 50 ohms. The cause of the impedances was not determined and they impedances had not resolved at the time of the report. It was unable to be determined if the pocket pain was related to the impedance issue. The patient noted that they had fallen off of a chair about 3 or 4 weeks after implant but they did not notice a change in stimulation. Since the stimulation coverage had not changed there was no x-ray taken. The patient was reprogrammed. They were able to get good stimulation coverage without using the low impedance electrodes. It was later noted that the patient¿s stimulation was turning off. Sometimes the stimulation would turn off suddenly and then a few minutes later it would turn on again. The issue had been happening for a few weeks prior to (B)(6). It was unclear when the fall happened in relation to the onset of the stimulation and impedance issues. The patient thought their lead may have migrated. The patient noted that a couple of days prior to (B)(6) they dropped their programmer in the toilet and their stimulation was off. The patient was unable to turn their stimulation back on until the next day when the programmer started working again. The programmer was working fine at the time of the report. The patient thought that the device should be able to be shut off without the programmer like the trial was able to do. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 77a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).